Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the b30 scope communication error could not be determined. It is possible that the error occurred due to breakage of the image sensor unit or defective electrical components. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer there was a b30 scope communication error and the remote switches were not functioning on the endoeye flex deflectable videoscope during preparation before use. The intended procedure was therapeutic and was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E1 establishment name: (B)(6) general hospital. The device was returned and evaluated, and the customers¿ allegations were not confirmed. Additional findings include the following: the bending section cover, the control unit, the grip, the up/down plate, the right/left plate, switch 1, the universal cord, the light guide cover glass, the light guide connector, video connector and video connector case all had a scratch; the adhesive on the bending section cover had a chip; the video connector and video connector case both had a crack; and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.